Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. However, the returned device indicated a grommet issue, a damaged grommet, and a missing set screw.

Event description:
It was reported that during the implant attempt, the setscrew would not engage. When the wrench was removed from the grommet, the setscrew was on the tip of the wrench. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.